Event description:
Additional information was received on (B)(6) 2012, indicating that the patient underwent a generator revision that day. The explanted generator was returned to the manufacturer on (B)(6) 2012 and analysis on the generator has since been completed. During analysis, the reported allegation of failure to program due to end of service was duplicated and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional information have remained unsuccessful.

Event description:
During a follow up appointment on (B)(6), it was reported that the patient's generator could not be communicated with due to end of service. At that time it was reported that the patient was not experiencing any adverse events. However additional follow up on (B)(6) 2012 revealed that the patient had been experiencing an increase in her seizures for approximately 3 weeks prior to the failure to program. It is unknown at this time if the increased seizures are being attributed to the end of service. The patient has been referred for revision. X-rays were provided to the manufacture from the physician. The generator was seen in the left chest. The placement was normal, and the filter feedthrough wires appeared to be intact. The connector pin could be visualized past the second connector block indicating that the pin was fully inserted. A portion of the lead appears to be behind the generator, so continuity in that portion of the lead could not be fully assessed. No lead discontinuities or sharp angles were seen in the visible portions of the lead. No issues were identified in the visible portion of the lead or with the generator. Revision is likely but has not occurred to date. Attempts for additional information have been unsuccessful to date.